Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the alleged difficult or delayed separation and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a bone biopsy procedure using a trek driver with a trek bone marrow biopsy kit. During the procedure, the quick connect was completely jammed and would not eject the needle. As a result, the needle became stuck in the patient and could not be released from the drill. The procedure was completed using another device. There was no reported patient injury.